Manufacturer narrative:
B5) additional information received 11apr2023: the customer has now had a new incident of false high k on a new born baby (born (B)(6) 2023) measured on the abl800 flex analyzer ((B)(6)). Patient 3: considered discrepant: 1) measured on the 05.04.2023 on the abl800: 14,5 mmol/l they had to draw a new blood sample in order to get a correct k result. This time they measured it on their alinity. Comparison results: 2) measured on the 05.04.2023 on alinity: 4,9. Based on measurements for the 3rd patient, the customer has also reported the discrepant k result 14,5 mmol/l as false high.

Manufacturer narrative:
Radiometer investigation of the received data logs did not confirm the root cause, but the investigation results indicate that the false high k measurements occurred due to hemolyzed samples, which likely was caused by preanalytical clot.

Event description:
According to the complaint the customer experienced discrepant results on capillary samples from 2 patients, both > 1 years old patients, on the potassium (k) parameter measured on the abl800 flex analyzer (B)(4). Patient 1: considered discrepant: 1) measured on (B)(6) 2023 on the abl800: 10.4mmol/l and 18.5mmol/l. 2) measured on (B)(6) 2023 on the abl800: 7.9mmol/l, 10.3mmol/l and 15.7mmol/l. 3) measured on (B)(6) 2023 on the abl800: 8.1mmol/l. Comparison results: 4) measured on (B)(6) 2023 on an alinity analyzer: 4.8mmol/l (comparison result). 5) measured on (B)(6) 2023 on the abl800: 4.2mmol/l, 5.0mmol/l and 5.2mmol/l (comparison result). Patient 2: considered discrepant: 1) measured on (B)(6) 2023 on the abl800: 10.1mmol/l and 8.0mmol/l. Comparison result: 2) measured on (B)(6) 2023 on the abl800 with venous blood: 4.3mmol/l (comparison result). Based on these measurements, the customer has reported the discrepant k results as false high. The erroneous results did not cause any harm or maltreatment to any of the two patients, but it did mean that they both got multiple extra blood test collected (patient 1: new capillary blood samples collected to confirm the k results. Patient 2: 2 times unnecessary venous puncture to obtain correct k result (and the first attempt to draw a venous sample failed because there was too little blood collected in the tube)). The customer stated that there was an error in their own internal procedures because they have not checked the high k results before releasing them to the lab system. Therefore, the false high k results were released to the patient journals.